Manufacturer narrative:
(B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was lesser than the expected volume based upon the programmed infusion rate. The patient was groggy and complaining of increased pain after returning from vacation. The patient is now doing fine and there are no additional issues with the pump.